Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra coil 400s (pc400s). During the procedure, while attempting to advance a pc400 through a px slim delivery microcatheter (px slim), the physician experienced resistance and the pc400 would not advance; therefore, it was removed. The procedure was completed using another pc400 with the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds at its proximal end. During functional testing, the pc400 was unable to advance through its introducer sheath due to the offset coil winds on the embolization coil. Conclusions: evaluation of the returned penumbra coil 400 (pc400) revealed offset coil winds at proximal end of its embolization coil. If the introducer sheath is not properly aligned inside the hub of the px slim prior to advancement, resistance may be encountered. If the device is forcefully advanced against this resistance, damage such as offset coil winds may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.